Event description:
On (B)(4) 2012, customer reported that their dxc 800 pro instrument generated false high sodium (na), potassium (k), chloride (cl) and/or calcium (calc) results on 2 correlation samples. No erroneous results were reported out of the lab. When the correlation failed, the lab reviewed all results. Customer stated that the lab protocol is to repeat a random patient sample every 2 hours. The 2 occurrences of high recovery occurred on the same patient sample run at 16:58 hours and again at 20:51 hours. Quality control at the time of the 16:58 and 20:51 runs were at the high-end of the lab-established ranges. Field service engineer (fse) inspected the instrument and found that the cl electrode had an extra quad ring and that the port was dirty. Fse removed the extra quad ring and cleaned the upper flowcell. Fse also reminded the customer of routine cl port maintenance. Fse verified performance. No further issues were noted.